Manufacturer narrative:
Elevated iop is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
An article titled 'clinical assessment of the changes in corneal endothelium cell density, iop and correlated factors after phakic iol implantation'. Four cases elevated iop was observed. Medication administered. Three cases of upside down delivery were observed. Cause of event was not reported.